Manufacturer narrative:
(B)(4). The lot was manufactured from july 29, 2015 to july 20, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was experienced with a large volume intermate. The reporter stated that the patient added septrin to an intermate device which was filled with 0.9% sodium chloride. After three hours, none of the solution had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.